Manufacturer narrative:
The device was not identified by serial number; therefore, it will not be returned for investigation. The customer contact indicated the event was the result of an operator error.

Event description:
The customer contact reported an operator error resulting in an inadvertent delivery due to syringe manipulation. On an unspecified date and time, the pump was programmed to deliver an unspecified concentration of fentanyl in the pca+continuous mode with a 25 mcg/hr continuous rate, a 25mcg pca dose, a 5 minute patient lockout, and a 600 mcg 4 hour limit. After an unspecified length of time, a new syringe was loaded into the pump. The customer contact reported that the pump would not read the barcode on the syringe. At this time, the nurse removed and adjusted the syringe several times. After approximately 10 to 30 minutes, it was noted that 5ml remained in the vial. The customer contact reported that at that time the patient "didn't look good" and went into respiratory arrest. The patient was treated with an unspecified dose of narcan. The patient responded with "a complete reversal." There were no reported adverse patient sequelae. The customer contact reported that the nurse did not "close the slide clamp prior to changing out the syringe." Though requested, the customer declined to provide additional information.